Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4)..

Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultrasmart meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged power issue began at 6:10am on (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that at 7:45am the same morning they developed symptoms of ¿sweating, shaking, drowsy and dizzy¿; symptoms which the patient self-treated at 8am by consuming food and/or drink. The patient also called their doctor¿s office for advice and they were advised to call onetouch. No further treatment was received. At the time of troubleshooting, the cca noted that there was no misuse of the product and the patient was using the correct test strips. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.